Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high impedance. Degeneration of the lead was also noted. The lead was explanted and replaced on (B)(6) 2019. No further information available.